Event description:
Customer reportedly obtained results of 195mg/dl, 145mg/dl, 104mg/dl, 214mg/dl, and 167mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.